Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced motor error on her insulin pump. Customer stated that she bolused for the 563 mg/dl blood glucose and received the motor error alarm. Performed troubleshooting on motor error. Customer was able to rewind the pump and no motor position encoder error alarm (e70) in the history. Customer called back due to motor error recurs and mentioned that she received is a no delivery alarm as well. Customer stated that the blood glucose level went down to 516 mg/dl. Customer treated with both insulin pump and manual injection. No troubleshooting was performed for the high blood glucose event. Advised customer that the insulin pump is being replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents in specification. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm. Motor passed motor test. No unexpected excessive no delivery. Drive support disk was inspected and no anomaly was noted. Unit received with a grinding sound during rewind due to faulty motor. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and cracked lcd window. The insulin pump was received with motor noise during rewind due to faulty motor.